Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level. Customer's blood glucose value was 2 mmol/l. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with carbohydrate. Customer did receive a calibration not accepted alert. The device will not be returned for analysis.